Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305107 and lot number 1300553. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needle was found damaged while performing an eye procedure. This occurred with 23 needles. The following information was provided by the initial reporter: "faculty needle users has encountered same issue for 30g bd precisionglide needle under lot no 1300553... Faulty needle while performing eye procedure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305107 and lot number 1300553. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was found damaged while performing an eye procedure. This occurred with 23 needles. The following information was provided by the initial reporter: "faculty needle users has encountered same issue for 30g bd precisionglide needle under lot no 1300553... Faulty needle while performing eye procedure.".